Event description:
Reporter indicated high lead impedance readings were noted at a routine office visit. The patient has a history of short, violent seizures which is believed to have contributed to the high lead impedance per the reporter. X-ray review by the manufacturer noted a possible lead break near the generator site. Revision surgery is planned.

Manufacturer narrative:
X-rays reviewed by the manufacturer, possible lead break noted near generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.